Event description:
On (B)(6) 2015, the reporter contacted lifescan canada, alleging does not turn on - strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.